Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: investigation revealed a dual vent failure; low vent flow was found upon performing a vent flow test. The pump was opened up and no evidence of moisture was found internally. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that there was a dual vent retest failure. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.